Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer used a backup insulin pump as alternate insulin therapy until replacement arrived.